Event description:
It was reported during remote follow up that right ventricular (rv) lead was exhibiting oversensing. It was discovered that the patient has a cardiac contractility modulation (ccm) device effecting pacing and that the lead was sensing these ccm-mediated beats. The lead will continue to be monitored. There were no patient consequences.